Manufacturer narrative:
The device sample was not returned for eval at time of this report.

Event description:
The event is reported as: the customer alleges that the unit will not heat. It is currently unk if the device was in use at the time of the alleged device failure. No report of a pt injury.